Event description:
The customer reported the system displayed an x-ray disabled error message. This resulted in a loss of x-ray functionality. There is no reports of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch was repaired. The system was then found to be operating as intended.